Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the lad. Stent deployment was successful; however, there was evidence of a jailed diagonal branch. Ballooning was performed with a non-medtronic balloon and the endeavor sprint delivery system, but the flow could not be restored. Patient is in a stable condition.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (occlusion). (B)(4).